Event description:
The manufacturer received information alleging a malfunction of a ventilator's external flow sensor. The device was not in patient use. The ventilator was evaluated by a field service engineer and the customer's complaint was confirmed. The device's external flow sensor was replaced to address the issue.